Event description:
The neuron catheter was used with a marksman ev3 catheter, the marksman was advanced through the neuron catheter but became stuck at the tip of the neuron, it would not advance to all product had to be removed from the patient. There was a backup device available. The case was completed successfully. The case was delayed due to not be able to advance the catheter.

Manufacturer narrative:
Penumbra (manufacturer) is waiting for the device to be returned for evaluation. A follow up MDR will be submitted when the evaluation has been completed. The device history records for this lot have been reviewed and all released parts met process requirements.